Event description:
A us distributor reported that a patient was receiving adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages, damaged cable or wires exposed, can connection status) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. This failure was due to broken wires on the ECG c and d cable. The root cause for the broken wires could not be positively identified. There were no adverse events associated with the damaged belt.